Event description:
Related manufacturer report numbers: 2017865-2022-09719, 2017865-2022-09718. It was reported during in clinic follow up that the atrial lead exhibited decreased sensing. The lead was explanted and successfully replaced. During the post operative follow up, the left ventricular lead was discovered to have lost capture. A second operation took place to explant and replace it. However, once reconnected to the pacemaker, the multiple channels showed noise and decreased sensing. It was noted during extraction that blood had gotten into the header ports of the device. Once the physician replaced the pacemaker, the electrical issues resolved. The patient was stable and asymptomatic.

Manufacturer narrative:
Reported event of sensing noise was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, sensitivity test, cross talk noise test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of noise. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.